Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate atp therapy. The device was reprogrammed successfully and the issue was resolved. The patient was stable after the event.

Event description:
Additional information received indicated that the patient presented in clinic after receiving a remote notification of a shock. The patient had an episode of vt which was treated with atp therapy. The rhythm accelerated into vf and a shock was delivered and the rhythm returned to normal. The physician reprogrammed the device. The patient was stable after the event and discharged.